Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a procedure where two drg trial leads (from the same lot) were placed. One lead was placed at l1 and one lead was placed at t12. It was reported that following the procedure, the patient experienced back pain that radiated around to the testicles. Patient was taken back to the operating room and the physician removed the l1 lead which resolved the issue.